Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) did not work as expected. Testing indicated there was a hole in the pump connection tube. The patient had the ipp pump and cylinder components replaced. Following the replacement surgery, the patient was stabilized and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Tubing was not returned for analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had pinhole leak in cylinder body that the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders had wear at fold in cylinder body. Tubing was not returned for analysis. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) did not work as expected. Testing indicated there was a hole in the pump connection tube. The patient had the ipp pump and cylinder components replaced. Following the replacement surgery, the patient was stabilized and the event resolved.